Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.50/1.0/075 (sphere/cyilnder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault and refractive suprise are observed. Cause of the event is unknown.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -9.50/+1.0/075 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -9.50/1.0/075 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. Excessive vault and refractive surprise were observed. Lens remains implanted. Cause of the event was reported as unknown. Claim#: (B)(4).